Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump black box data from the time of the reported event has been overwritten due to continued patient use. The current black box did show evidence of unexplained power events. The pump battery compartment was observed to be cracked and the battery cap was found to have damaged threads and was unable to fully tighten to the pump. Moisture was observed inside the battery compartment. The pump was able to power on with the returned battery cap and the pump was exercised for 24 hours without power issues. A leak test was performed and confirmed that the pump was leaking at the battery compartment damage. The pump was opened and moisture was observed inside the pump including on the power circuit. The complaint of intermittent power was not duplicated during the investigation. Unrelated to the complaint, the display screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had intermittent power. During a review, the reporter indicated that the battery compartment was cracked and moisture damage was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.